Event description:
It was reported the patient had problems with the pump since 2014 and the pump was eventually removed. The patient was hospitalized four times. The patient had both the pump and catheter removed. It was noted that the catheter kept kinking. When the catheter would kink it caused the medication to stop and then he would get a large bolus that put him in the intensive care unit (ICU). During one instance, the patient was not coherent for five days after that happened. It was further reported the healthcare provider (hcp) didn¿t see anything in the patient¿s chart regarding a kink, that she could find. No further information was provided. The drug being delivered via the device system was morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n149554024, implanted: (B)(6) 2008, product type: catheter. Product ID 863740, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).